Event description:
It was reported tha balloon rupture occurred. The 95% stenosed target lesion was located in a severely calcified iliac vessel. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.